Manufacturer narrative:
Covidien reference: (B)(4). The alarm could not be cancelled and the device could not be forcibly shut down. The power pack was removed to turn off the ventilator. The operation failure lamp did not lighten up and the event log and the trend data were erased. Additional patient and event information has been requested from the customer.

Event description:
It was reported that, during patient use, a ventilator generated a continuous alarm, the screen blacked out, and it stopped cycling. The patient was removed from the ventilator, manually ventilated, and transferred to another ventilator without harm.